Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. The break in aseptic technique was further described as the patient did not wear a mask during therapy on an unknown date. The peritonitis was manifested by abdominal pain. The patient was hospitalized for the event. Therapy was ongoing. The peritonitis was treated with an unknown antibiotic given ip (name, dose, and rate are unknown). Four days later, the patient was discharged from the hospital. The patient was retrained in aseptic technique. The patient has recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.